Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through asr/psr on (B)(6)2012. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the photographs a broken device labeled right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported diagnosis of connective tissue disorder (not specified). Additionally, healthcare professional reported right side rupture. Device has been explanted. The event of connective tissue disorder is considered not device related.